Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during transport the, cs300 intra-aortic balloon pump (iabp) battery keeps shutting down. Staff had to keep plugging unit back in. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and unit and confirmed battery discharge counter is the same as during pm. The fse ran the unit with a test balloon at 120 bpm. Unit batteries fully discharged at 1 hour. The batteries were replaced, and unit charged to full. Unit ran on battery power with a test balloon at 120bpm for 137 minutes. Then, the fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.